Event description:
A baxter engineer reported a non-functional pump. It is unknown when this pump stopped working. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the cause of the pump not working was due to failure code 570, which indicates damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.